Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 30% stenosed target lesion was located in the severely calcified and non tortuous left circumflex (lcx). The 3.00x16mm liberte bare monorail coronary stent delivery system (sds) was advanced to the lesion but was unable to cross. When the sds was removed from the patient, it was noticed that the distal edge of the stent was damaged. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "stable".